Manufacturer narrative:
.

Event description:
On (B)(4) 2013 it was reported that the patient heard a ¿noise¿ from her generator two weeks prior, like a ¿fizzing sound¿ and that at that time her body felt electrified, like ¿her finger was in a light switch¿. It was stated that the problem hasn¿t happened since this one occurrence. The patient also stated that she had a seizure last week, but it had been a while since the last one. On (B)(6) 2013 the patient reported that the vns isn¿t working. A battery life calculation was performed which showed 7.47 years remaining until eri=yes. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. The physician later reported that the patient is fine now; he did not provide any further information.